Manufacturer narrative:
The permanent monopolar cautery hook instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, it was alleged that a fragment from the permanent monopolar cautery hook broke off and fell inside the patient. Although, the broken fragment was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the instrument breakage.

Event description:
It was reported that during a da vinci assisted partial nephrectomy procedure, a fragment from the permanent monopolar cautery hook instrument was found broken and dislodged from the clevis. The fragment was retrieved and the planned surgical procedure was completed. There was no report of patient harm, adverse outcome or injury.